Event description:
It was reported that there was a connection issue between the patient connector of a peritoneal dialysis (pd) transfer set and titanium adapter; further described as ¿titanium very loose¿. This was observed during use of the device for pd therapy. When the loose connection was found, the pd nurse tightened the connection to the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.